Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This has been an ongoing issue for about a month, it has happened every time they use the bpm. They recalibrate every time based on laboratory results.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, every time the perfusionist (ccp) would go on pump, the blood parameter monitor (bpm) unit read extremely high partial pressure of carbon dioxide (pco2's). The device was not changed out, as they recalibrated the bpm unit based on the laboratory values. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.